Event description:
During an open gastric bypass for morbid obesity, the stomach was divided between 2 applications of a 4-row 90mm 4.8 stapler. The device did not cut. The knife was able to cut after the initial failure.